Event description:
It was reported during bph procedure; decreased vaporization; fiber cap detached and fiber tip damaged was reported. The procedure was completed using second fiber. Patient outcome: no patient injury was reported.

Event description:
It was further reported that the patient outcome following the procedure was stable. The physician using a cystoscope confirmed that the detached fiber tip was not observed in the bladder.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is attached to fiber; the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator; the fiber appears blackened near and at the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint ¿cap detached¿ could not be confirmed; cap melted was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information reported fiber damaged at tip; the fiber tip (cap) was cleaned during the procedure failed fiber joules used: approximately 1-20,000. Time expended: approximately 5-10 mins. The joules used with second fiber is 220,000.